Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
All the strings came off as I tried to remove them...was really awkward shoving my fingers up there to retrieve the used tampons [foreign body in reproductive tract]. All the strings came off-tampon [device breakage]. All the strings came off as I tried to remove them from myself [complication of device removal]. Case narrative: consumer reported via e-mail that all the strings came off during removal. No serious injury reported.